Event description:
It was reported that the pt's mother was requesting a vns replacement as the pt was having seizures after being seizure-free for 3 years. Attempts for further info have been unsuccessful to date.